Event description:
It was reported via repair work order that there was fluid ingress to the foam crib assembly of the mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Mattress replaced